Event description:
It was reported that during an arthroscopic procedure on the shoulder, the tip of the unit broke off and the doctor had to find the broken piece and remove it from the pt. It was further reported that the pt was not injured; however, the case was delayed for 30 minutes.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.